Event description:
"S/p b subgl transax 280cc gels (no records) for augmentation. Pt c/o implants lifting when raising arms and believes may be smaller, no h/o trauma. Arthralgias (+ am stiffness)/myalgias, dysesthesias, adenopathy, fatigue, recsin probs, visual changes, occ dizziness, memory probs, rashes, paresthesias, sens cold, cp and gi disturb."